Event description:
The user facility reported a (B)(6) male patient needing an impella cp for mechanical circulatory support. During insertion, a 8f sheath access on the left femoral artery wire advanced up to right axillary artery. Ultrasound guided access on right axillary artery. A 6f shores sheath revealed tortuous anatomy. A long 14f sheath was first used but kinked halfway and was exchanged to a short 14f sheath. A stent was implanted. Patient remained hemodynamically stable throughout procedure. Cp successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records. B1 adverse event in initial MDR 1220648-2024-08499 should have been left unselected h1 type of reportable event has been corrected to product malfunction